Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large-hem-o-lock clip applier instrument was analyzed and found to have broken input disks, which directly correlated with the reported complaint. Multiple input disks were found to be broken, with input disk #6 shattered inside the housing and hairline cracks were also observed on input disk #7. The input disk component is made of ultem material insert molded over a steel pin. The insert molding process introduces residual stress in the plastic portion of the input disk. These residual stresses can be vulnerable to chemical or thermal stresses, leading to the formation of cracks in the ultem material. Under repeated or prolonged exposure to chemical or thermal cycles, these cracks can propagate and eventually cause the input disk to break and detach from the instrument. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier instrument turned the clip wrong. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the device was inspected prior to use. The reporter informed the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The failure was not related to an inability to move the instrument at all (e.g., static instrument). There were no instrument-to-instrument or system arm-to-arm interference. There were no external collisions (e.g., collision between system arm and external or equipment and/or staff). The issue occurred once and then was taken out of service. The drape was not available for return. Unexpected motion did not occur when attempting to place a clip around a vessel/tissue. At the time of event, the clip did not become dislodged from the instrument and fall into patient.